Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a thoracic aneurysm. It was reported approximately 1 year post the index procedure, follow up CT identified a type ia endoleak. The physician performed a carotid to subclavian bypass and extended the graft to the origin of the left carotid. An additional valiant stent graft (vnmf3434c97tu v08246247) was implanted and the endoleak was confirmed as resolved. Per the physician the cause of the type ia endoleak was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary the reported endoleak could not be confirmed on the films provided; therefore the cause of the event could not be determined. The anatomy at implant is unknown and post-implant films or procedural angiograms were not provided for review of the reported endoleak. Analysis of the returned report did not reveal any out of specification stent graft integrity issues. It is possible that the acutely angulated aortic arch or disease progression with aneurysm enlargement over 18 months post-implant may have been a factor in the occurrence of the type ia endoleak. If information is provided in the future, a supplemental report will be issued.